Event description:
Pentax medical was made aware on 24-jun-2021 of a report which occurred in the operating room before use in the emea region. The reported complaint was for "image disturbance during angulation", involving pentax medical video colonoscope model ec-3890fi2, serial number (B)(4). No further information was provided at the time of the report. The endoscope requires a ccd (charged couple device) replacement.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec-3890li and ec-3890li-us available in the united states with a 510k number k131855. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.